Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device was broken, would not rotate, frozen, had an unknown liquid found internally, dents in positioning ring, corroded needle bearings and worn o-rings. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to improper cleaning/care and possibly immersion. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during routine maintenance testing, it was observed that the sagittal saw attachment was broken. During in-house engineering evaluation, it was observed that the device would not rotate, was frozen, had an unknown liquid found internally, there were dents in the positioning ring, corroded needle bearings and worn o-rings. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.